Event description:
Info rec'd indicates a staff member in the surgery department rec'd a cut on one of their fingers from loose plating on the IV pole. The cut did not require medical attention. The wound was cleaned and a dressing applied to the wound.

Manufacturer narrative:
A replacement i.v. Pole was sent to the account for the repair.